Manufacturer narrative:
Investigation ¿ evaluation: the ncircle tipless stone extractor was not returned for an evaluation. A photograph of the complaint device was provided by the customer. Without the complaint device, a physical investigation was not able to be completed. All devices from lot 8518352 have been shipped. There is no product from the same lot available for investigation. A document based investigation was performed. A review of the provided photo, complaint history, the device history record, a drawing, manufacturing instructions, and quality control data was conducted. The device history record was reviewed. There were no non-conformances associated with the complaint device lot number. A review of complaint history revealed this complaint is the only one associated with lot number 8518352. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. According to the instructions for use (IFU): enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. The complaint device was not returned, but a picture of the deformed basket was provided by the customer. The picture provided by the customer shows a deformed basket. Devices are inspected for damage and functionality prior to packaging. The cause for the deformed basket and the failure of the device to articulate could not be determined. Per the quality engineering risk assessment, no further action is warranted.

Event description:
The product problem was identified during a flexible ureterorenoscopy (urs) procedure. No additional procedures were required due to this occurrence. There were no adverse effects on the patient.

Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the ncircle tipless stone extractor had a faulty basket. It was explained further upon follow-up that the basket was disfigured and would not fully articulate. This observation was made prior to patient contact and the device was not used. Additional information has been requested regarding this event.

Event description:
It was reported the ncircle tipless stone extractor had a faulty basket. It was explained further upon follow-up that the basket was disfigured and would not fully articulate. This observation was made prior to patient contact and the device was not used. Additional information has been requested regarding this event.

Manufacturer narrative:
One device was returned for investigation. The device was returned with the handle and basket formation in the open positions. The collet knob is tight and secure. The male luer lock adapter (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 3 cm in length. A visual examination noted the support sheath is bowed in appearance. There were no kinks or damage noted in the basket sheath. A functional test noted the handle actuates the basket formation. The basket formation is found to be asymmetrical and flat in appearance. The returned device was found to be functional, with the basket opening and closing when the handle was operated. However, the basket was deformed. The cause for the deformed basket could not be determined.